Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: our phlebotomists have noticed that one lot of lithium heparin vacutainers have very weak vacuum and only fill approximately halfway when drawing blood. I tested tubes from different packages and found that multiple tubes would only fill about halfway very slowly when aspirating water. I also tested multiple tubes from a different lot (1165674) and found that they filled adequately. We only received one shipment of the lot which doesn't function properly, so I could not see if the shipment may be the problem. I believe we will be able to use the tubes in question so this email is just for information purposes. Thanks for you time, and please let me know if this is an issue that other labs are reporting in case we may need to quarantine this lot of tubes.

Manufacturer narrative:
Investigation summary: bd received 3 samples from the customer in support of this complaint. The customer samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Additionally, 10 production lot in-house retention tubes samples were draw tested and, all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.